Event description:
It was reported that a reust to look at electrograms (egms) of this subcutaneous implantable cardioverter defibrillator (s-ICD) was needed due to an event of disabled smart pass. There was a plan to bring the patient in to access all sensing vectors. Technical services (ts) reviewed the egms and noted there was evidence of intermittent oversensing/undersensing, however the reason for the smartpass episode was due to a long rr internation coupled with small signal amptilides. Hi tech services, could you please have a look at the attached egm of an event that disabled smart pass. The plan so far is to bring this patient into clinic and have a look at all the vectors again and see if something has changed? Any thoughts would be appreciated. Many thank good afternoon (B)(6), there is evidence of intermittent oversensing/undersensing, however, the reason for the smartpass episode would have been the long rr intervals, >1400ms coupled with those small signal amplitudes. Notably, big/small amplitudes. I had a look at past uploaded data from the time of implant, primary vector had an amplitude of ~1.6mv in 2021. The amplitude during the smartpass episode was ~0.4mv. Agree that an in-clinic evaluation assessing all vectors having the patient in various postures and isometrics/provocative maneuvers to try and determine if secondary may be a viable option. Kind regards, (B)(6).

Event description:
It was reported that a request to look at electrograms (egms) of this subcutaneous implantable cardioverter defibrillator (s-ICD) was needed due to an event of disabled smart pass. There was a plan to bring the patient in to access all sensing vectors. Technical services (ts) reviewed the egms and noted there was evidence of intermittent oversensing/undersensing, however the reason for the smartpass episode was due to a long rr interval coupled with small signal amplitudes. No adverse patient effects were reported. The device remains implanted. Hi tech services, could you please have a look at the attached egm of an event that disabled smart pass. The plan so far is to bring this patient into clinic and have a look at all the vectors again and see if something has changed? Any thoughts would be appreciated. Many thanks. Good afternoon, (B)(6). There is evidence of intermittent oversensing/undersensing, however, the reason for the smartpass episode would have been the long rr intervals, >1400ms coupled with those small signal amplitudes. Notably, big/small amplitudes. I had a look at past uploaded data from the time of implant; primary vector had an amplitude of 1.6mv in 2021. The amplitude during the smartpass episode was 0.4mv. Agree that an in-clinic evaluation assessing all vectors having the patient in various postures and isometrics/provocative maneuvers to try and determine if secondary may be a viable option. Kind regards, (B)(6).

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.